Event description:
It was reported that the right ventricular (rv) lead had oversensing/noise. It was noted that on a holter monitor it was found that the rv lead had pacing followed by no v (ventricular) pacing. At the revision procedure an attempt to reproduce the noise was unsuccessful. The pace/sense portion of the rv lead was capped and replaced with a previously capped pacing rv lead. The high voltage portion remains in use. It was also reported that during the procedure there was no atrial activity under the atrial pacing. No capture was seen at five volts. The physician concluded that the patient was in af (atrial fibrillation) and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).